Manufacturer narrative:
There were was no device malfunction associated with the defibrillation event. There is no information to suggest the patient experienced a serious injury or that the device caused or contributed to the patient death two days later. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor: 03/09/2015, electrode belt: 05/17/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock events was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was an elevated heart rate exceeding the programmed threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of five treatment shocks on (B)(6) 2016. Review of the event indicates that rapid atrial fibrillation at 160-165 bpm contributed to the false detections. Motion artifact was also detected on the ECG recording. The response buttons were not pressed during the entire event. The first four treatments delivered pulses were between 5-6j. The reported impedance was zero ohms. The low energy shocks were likely due to the pulse being delivered into an open load. This is consistent with zero ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. There are no additional details known about the treatment event. The final treatment delivered a full energy (150j) pulse. The impedance reading was 37 ohms. The post shock rhythm of the final treatment was a sinus rhythm with recurrent af with a rapid ventricular response at 185 bpm. It was reported that the patient passed away two days later on (B)(6) 2016. Per review of the downloaded flag data the patient was not wearing the device on the date of passing. There is no information to suggest the device caused or contributed to the patient passing.